Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's operative records indicate the patient the patient was revised to address an unstable hip that was subluxing and dislocated and becoming painful. Upon revision it was noted the femoral neck would impinge on the heterotopic bone in the posterior soft tissues and elevate out of the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Based on the information made available within the revision operative note the complaint is not product related, but appears to be related to the previous surgical technique and placement of the components. The investigation could not draw any further conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.